Manufacturer narrative:
(B)(4).

Event description:
The patient had one endeavor sprint drug-eluting stent implanted in the rca during the index procedure. Approximately 4 yrs and 4 months post index procedure the patient suffered a stroke (right intracerebral hemorrhage -ich). Patient was hospitalized and after treatment with medication was discharged. Patient was being monitored. Investigator assessed that the event is not related to the study device.